Event description:
A technician reported the gas would not dispense during surgery which delayed the pt's procedure 20-30 mins. She stated there was no harm to the pt. There are two medical device reports associated with this event. This report is for the first product.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been two similar complaints reported in the lot number. (B)(4).